Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's pump is out of warranty and further information was not provided. Customer¿s blood glucose level was not impacted by the event.